Event description:
Covidien sonicision dissector was being utilized in total laparoscopic hysterectomy case. The tip of dissector broke off during procedure and was lost in abdomen. X-ray was needed in order to successfully retrieve the tip. Charge rn notified, and situation discussed with gyne team leader. Sonicision saved along with retrieved tip and packaging. Piece of equipment was retrieved by surgeon no harm done.